Manufacturer narrative:
Date of event: (B)(6) 2015. Model number/catalog number: sc-2366-50, serial number: (B)(4), batch/lot number: 16428349, model/catalog description: linear 3-6 lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation and underwent an explant procedure. No further information could be obtained.